Manufacturer narrative:
(B)(4). Device not returned to manufacturer. No analysis needed.

Event description:
It was reported that during follow up in clinic, high pacing lead impedance and high capture threshold was observed on the right ventricular channel. This behavior appeared to be due to the heart tissue at the site of rv implant rather than a lead issue. The patient was asymptomatic. The lead was capped and replaced. The patient was stable after the procedure and will continue to be monitored.